Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) level ranged from 40 mg/dl to 190 mg/dl. Customer alleged delivering "too much insulin" via the pump, but was unable to recall additional information regarding bolus delivery. Customer consumed candy to address low bg. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the battery issue was verified. Functional testing was performed and no failure was identified related to the elevated blood glucose issue.